Manufacturer narrative:
(B)(4). Batch # m5500z. The analysis results showed that the tlh30 device was received in good visual conditions and with cartridge present on the device. The cartridge was received fully loaded with staples. The device was tested for functionality with returned cartridge and it forms the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a semi-open pneumonectomy, the adjusting knob had a difficulty in being rotated and then, the adjusting knob became to rotate neither to the right nor the left when the device was used on the bronchial tube. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep rotated the adjusting knob without setting the retaining pin to explain a possible cause of this event to the doctor.